Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the customer was loading a cartridge. The customer indicated that a travel loaner pump would be used as alternate insulin therapy. Additionally, the customer reported experiencing elevated blood glucose (bg) levels that day of 260 (mg/dl). The customer stated that they had not taken enough insulin. The customer declined troubleshooting with tandem technical support. It was indicated that a bolus would be administered with a backup pump to manage elevated bg level.

Manufacturer narrative:
High bg issue - 71,213.